Event description:
It was reported to covidien on 3/2/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the palindrome was inserted on (B) (6) 2009; while at dialysis on (B) (6) 2009, the venous (blue) adapter cracked and broke off at tip. It is unclear if this occurred while tightening or removing caps from catheter. Catheter was removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, results will be forwarded.